Event description:
Tampons were messed up, like cut up. Loose strings in the box [device physical property issue]. Case narrative: consumer reported via e-mail that several tampons were cut up and there were loose strings in the box. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons were messed up, like cut up. Loose strings in the box [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that several tampons were cut up and there were loose strings in the box. No injury reported.